Manufacturer narrative:
Section a2, a3b, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - model number, catalog number, expiration date, lot number: unknown/not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a - implant date: not applicable. The cartridge is not an implantable device. Section d6b - explant date: not applicable. The cartridge is not an implantable device. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: +20 2 26786199. Section g4: PMA/510(k)#: unknown, as the lot number was not provided. Section h3: the cartridge was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge ruptured when implanting an intraocular lens (iol). Account indicated that the cartridge tip was in contact with the patient's eye. Directions for use were followed. No medical interventions where mentioned. The patient has fully recovered. Through follow-up we learned that the cartridge split into 2 (two) halves and the issue was also observed at the tip of the cartridge. No further information was provided.